Event description:
Patient found dead attached to her controller and batteries. The red heart alarm was on. Son-in-law moved her from batteries to power module and noted rpms at zero. He confirms that nothing was disconnected and batteries were charged.